Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla vater during an endoscopic sphincterotomy (est) and stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, est was performed, then when attempting to remove stones using the balloon of the device, the physician thought a foreign substance described as a "metal fragment" was in the bile duct. The physician judged that the (radiopaque marker) had fallen off. The radiopaque marker was moved from the bile duct to duodenum, and was not retrieved, ¿because the physician thought the marker will pass naturally¿. The procedure was completed with a second stonetome¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla vater during an endoscopic sphincterotomy (est) and stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, est was performed, then when attempting to remove stones using the balloon of the device, the physician thought a foreign substance described as a "metal fragment" was in the bile duct. The physician judged that the (radiopaque marker) had fallen off. The radiopaque marker was moved from the bile duct to duodenum, and was not retrieved, "because the physician thought the marker will pass naturally". The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.